Event description:
Pt called lfs alleging that their surestep original meter was reading inaccurately erratic. Pt obtained a 254 mg/dl, 214 mg/dl, 203 mg/dl, 270 mg/dl, 204 mg/dl, 304 mg/dl, 253 mg/dl, 101 mg/dl, 148 mg/dl, and 200 mg/dl within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, however, the pt reported a no reaction or color change in the test strip confirmation dot. Pt was also unwilling/unable to indicate how the meter was cleaned. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info provided, there was evidence of a strip malfunction. Pt's test strips were replaced.